Manufacturer narrative:
Customer did not provide serial number.

Event description:
The customer reported a touch screen failure. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.